Event description:
The reporter indicated that a 13.2mm vticm5 implantable collamer lens would not unfold in patient's eye. It is unknown if the lens was fully implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: investigation type: 4110: lens work order search: no similar complaint event(s) within associated lots were found. Claim#: (B)(4).